Event description:
Two thunderbeat devices were failed during a myomectomy of gynecology. The probes of the devices were broken. The fragments of the probes fell off inside the patient. The fragments were retrieved from the patient. The procedure was completed with a different device. There was no patient harm reported. This is 2nd report about this case.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the probe broke down at 16 mm from the distal end. There was a scratch on the probe. The shape of the fracture surface showed that the fracture developed from the scratched as the starting point. The manufacturing history was reviewed, with no irregularities noted. As a result of the device investigation, there was a possibility that the probe was cracked since the surgeon outputted the device contacting with something hard and the probe was broken when the probe received a load. The instruction manual of the subject device already states. Warnings: do not grasp or let the probe tip contact hard objects such as metal clips, stapler or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. This report is being submitted as a medical device report in an abundance of caution. Please cross-reference the following reports: 8010047-2015-00644.